Manufacturer narrative:
Received 1 foley catheter in unopened packaging and 1 partial foley catheter. The reported event was confirmed as a supplier issue. Per the visual inspection, the exterior of the samples were examined and found that one was broken near the bifurcation. The shaft was not returned. The second sample was intact. The exact root cause of the breakage was unable to be determined. This may have occurred during the assembly operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the foley broke off. It was slightly pulled but apparently not that much that it should have snapped. Foley was replaced with a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley broke off. It was slightly pulled but apparently not that much that it should have snapped. Foley was replaced with a new one.